Manufacturer narrative:
Calibration and qc were acceptable. No instrument alarms were observed for the ca 19-9 test. The sample was received for investigation. The customer's results were reproduced during the investigation. The sample was further investigated using a heterophilic blocking tube (hbt) and polyethylene glycol (peg). Macro-protein and heterophilic antibody interfering factors were identified. This interference is addressed in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of a high result not corresponding to the clinical picture for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e 801 analytical unit. The result from the e801 analyzer was 101 u/ml. The repeat was 100 u/ml. The sample was repeated by an unspecified competitor method, and the result was 11.0 u/ml. The result of 11.0 u/ml was believed to be correct.